Event description:
It was reported that the stent calcified after indwelling for 3 months and was then removed using uteroscopy and also a clamp. The renal tip was attached to the kidney wall, a lithotripsy was performed to detach the calcification. This was not possible so the stent had to be cut out.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.